Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level over 600 mg/dl. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer was sick, thirsty and a had high bg level. The customer did not know what caused the high bg level. The customer was treated with an intravenous insulin drip and was discharged on (B)(6) 2016. The high bg and dka were resolved. The customer did not see any issues with the cartridge, infusion set tubing or cannula.